Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral lower abdomen on (B)(6) 2012 using an unknown applicator, who contacted the physician's office in (B)(6) 2013 because the treated area was firm, dense and hard. Due to the lack of diagnosis or confirmation of ph, the reported events were assessed as unconfirmed-ph due to insufficient information and serious in severity.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral lower abdomen on (B)(6) 2012 using an unknown applicator, who contacted the physician's office in february or (B)(6) 2013 because the treated area was firm, dense and hard. Due to the lack of diagnosis or confirmation of ph, the reported events were assessed as unconfirmed-ph due to insufficient information and serious in severity.